Event description:
It was reported that a patient had a broken pcr mtp plate which occurred post-operatively. Images of the broken plate were provided. The broken plate was identified post-operatively during a plate removal procedure. The plate removal was planned due to a patient having a non-union. The surgeon stated that the patient was osteoarthritic and was considered a "high-risk" patient for the case. The patient went approximately 4-months with no bony union. The surgeon stated he did not believe the non-union was related to the device, but was related to the patient's condition. Additionally, information was later provided that the device was not fully broken, but slightly delaminated at the oblong hole. The plate then fully broke while it was being removed and all fragments were removed from the patient. The device history record and surgery information indicated the case was performed according to the surgical technique.